Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a blank display after the escape button was pressed due to a shorted liquid crystal display circuit board driver. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The caller reported that the insulin pump was not displaying the customer's blood glucose level, and the screen would dim with button presses. Caller also reported that at times, the display was completely blank. Blood glucose level at the time of the incident was 85 mg/dl. Blood glucose level at the time of the call was 470 mg/dl, which had not yet been treated. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.